Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was administered an unknown intravenous (IV) drug as treatment for the peritonitis. It was reported that the unknown IV drug was unsuccessful as treatment for the event. Eight days prior to the receipt of this report, the patient began treatment for the peritonitis with unspecified antibiotics and vancomycin (doses, frequencies and routes were not reported). The patient has not recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.